Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address vertical positioning of the cup resulting in hip pain.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/2/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated malpositioned cup. It should be noted that the cup hard to seat during the primary operation. No labs were provided for the alleged high metal ions. The stem is now being added for the alleged high metal ions. Part/lot still not provided. The complaint was updated on:6/30/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 4/15/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. We are adding the head and liner to address the metal on metal allegations.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address vertical positioning of the cup resulting in hip pain. Update rec¿d 4/15/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Doi: (B)(6) 2008 - dor: (B)(6) 2010 (right side). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 24 jul 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf. There were no new allegations. Doi: (B)(6) 2008 - dor: (B)(6) 2010; (right hip).